Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
G1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink system y-type blood/solution set leaked. During a blood transfusion, "blood completely backed up and leaked all over the floor". Approximately 5 ml of blood was unable to be transfused due to the leak. The patient received a second transfusion as a precaution. The location of the leak was unknown. There was no report of patient injury or medical intervention associated with this event. No additional information is available.